Event description:
It was reported that the screw broke during the introduction. The surgery was completed successfully once the broken screw was removed and a new one, with the same measures, was used. The surgical delay was irrelevant and there was no adverse event to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design. -screw drive profile too weak to withstand insertion force/torque. -guide pin hole too large, creates a thin screw wall. -implant/instrument (driver, tap) designs not compatible. -screw material not capable of withstanding insertion force/torque. -packaging not capable of protecting screw from heat, humidity and/or forces. Process. -contamination of raw material. -molding error (ie temperature, pressure, mold). -sterilization process delivers extreme temperature/humidity. -instrumentation (driver, tap) manufactured out of specification. Application. -excessive heat, humidity and/or forces exposed during transit. -use past device/packaging shelf life. -excessive force/torque used. -driver not fully inserted into screw. -use with bent guide wire. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw broke during the introduction. The surgery was completed successfully once the broken screw was removed and a new one, with the same measures, was used. The surgical delay was irrelevante and there was no adverse event to the patient.